Event description:
Pt needed to return for revision surgery because anchor pulled out. Dr passed 2 underhand mattress stitches using the expressew ii. Pulled all 4 stitches out posteriorly and passed through the versalok anchor. Placed versalok anchor laterally, fully deployed, sutures locked in, and secure. Pt came back complaining of pain and dr actually felt anchor in her shoulder pulled out. During revision we saw anchor backed out of hole 1/2 way so we had to pul it out completely then cut sutures and pull anchor out. Cut the suture in the versalok, pulled out the anchor dr repaired open using sutures and bone tunneling. Complaint device discarded at user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.